Event description:
It was reported that during device replacement, externalized conductors were observed via fluoroscopy. No electrical anomalies were reported. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.